Event description:
It was reported that "c-arm switches not working properly." No injury reported. Additional information obtained confirmed that the c-arm rotated on its own. A field engineer was dispatched to the site and determined the c-arm rotation switch behind the detector needed to be realigned. Once this was completed, the system was working as intended.